Event description:
It was reported that the patient was revised approximately nine years post initial surgery due to pain, discomfort, soreness, dysfunction, and loss of range of motion, metallosis and elevated metal ion levels. A 3x5cm hole in abductor muscle was seen, there was an ethibond stitch in this location. Bone loss was noted and treated with bone graft to some of the holes in the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of op notes provided. Primary op notes confirms no complications were noted. Revision op notes confirms that the patient presented with elevated ion levels and fluid collection, elevated cobalt & chromium. 3x5cm hole in abductor muscle, there was an ethibond stitch in this location. Appears during initial surgery, surgeon made aberrant hole in abductor tendon, but majority of tendon remains intact. Metal tinged fascia, but surgeon notes he does not believe metallosis is the cause of this hole. No metal debris in hip or very little noted. 3 cultures sent to pathology ¿ no results in notes. No corrosion or metallosis noted to trunnion. Taper looked intact. Very little bone loss noted. Bone graft to some of the holes in the acetabulum, no serious defects noted by surgeon. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup # item us157856 lot 437080, bi-metric/x por nc 14x150 # item x180314 lot 855120, m2a magnum 42-50m tpr insrt +6 # item 139259 lot 549110. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10787. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately nine years post initial surgery due to pain, discomfort, soreness, dysfunction, and loss of range of motion, metallosis and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.